Manufacturer narrative:
Medical device: mdt-lead implanted:unk.

Event description:
It was reported that during use of implantable pulse generator (ipg) system an infection occurred. The patient was treated with antibiotics. The ipg was explanted and the associated leads remain in use. No further patient complications have been reported as a result of this event.